Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy rash/skin condition,other"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, hypersensitivity, bladder disorder, vaginal discharge, weight increased, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: she received treatment for pain and menorrhagia (heavy menstrual bleeding). Discrepancy noted in essure insertion date in previous follow-up: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified)-test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), allergy rash/skin condition, skin disorder, vaginal discharge, weight gain, hair loss and migraine were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraine"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), food allergy ("seafood and allergy"), rash ("rashes"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dermatitis allergic ("allergy rash/skin condition,other"), bladder disorder ("bladder problems") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, dermatitis allergic, bladder disorder, vaginal discharge, weight increased, alopecia, migraine, genital haemorrhage, vaginal haemorrhage, food allergy, rash, tooth disorder, allergy to metals, fatigue and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she received treatment for pain and menorrhagia (heavy menstrual bleeding). Discrepancy noted in essure insertion date in previous follow-up: (B)(6) 2009. Most if not symptoms were decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful fallopian tubal occlusion. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified)-test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and mr received. Reporters information updated. Event: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), seafood allergy , rashes, rashes or skin conditions type: rashes, dental problems, nickel allergy, pain: vaginal , fatigue were added.lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.